Event description:
Information received indicates the brake is not holding due to a broken brake block.

Manufacturer narrative:
The technician replaced the brake block assembly and the bearings to repair the bed.